Event description:
The reporter contacted animas on (B)(6) 2012, reported that the pump has intermittent power loss. The battery and battery cap were replaced but that did not help. The reporter confirmed that the battery cap was secure and the yellow o-ring was not showing. The reporter stated that there was corrosion in the battery compartment and no cracks or damage to the battery cap. This report is made based on the allegation of the power issue

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no activity outside normal use. Power on resets was observed in the black box data. The battery cap was not returned with the pump for investigation. On examination, there was visible corrosion inside the battery compartment. There was no damage to the battery compartment. A test cap was secured tightly to the pump without the yellow o-ring visible. The pump was exercised for 24 hours with the test battery cap in place with no loss of power or rebooting. A leak test was performed resulting in no evidence of leaking. The pump cover was removed for investigation and revealed no evidence of moisture damage to the inside of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.